Event description:
Loss of osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, diabetes mellitus, uncontrolled endocrine illness, smoker, pain, mobility.